Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that she had multiple programmers and her new one wasn't working. She wanted to get off program 1 because it was hurting her and was not doing anything for her. She had to keep stimulation at 5.3 or higher, otherwise therapy didn't work for her and she was up every two hours. As the patient pressed the synch button, she was feeling vibration in the vagina. Currently she was on program 1 with stimulation set at 5.3 and she changed to program 2 with stimulation set at 3.3. She planned to increase stimulation herself and would try the new program to see if it resolved the issue. An event date of (B)(6) 2015 was noted. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that they have tried everything, but ¿nothing was working.¿ the patient repeated the previously reported issues. It was noted that the patient was given some pills to take from the obstetrician gynecologist.